Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port and tandem usb cable became damaged resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the cable issue. Reportedly, the customer reverted to an alternate method of insulin therapy.